Event description:
It was reported the patient came into the clinic with the device in software reset. The device could not be reprogrammed and a device change out was scheduled. The patient did not come in for surgery and the device was left implanted.

Event description:
New information received states that the device was explanted for eri.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and programmer due to a low battery voltage. An external power supply was attached to the device, and the device functioned normally. Based on nominal parameter and usage settings, a longevity calculation was performed and was found to be within the expected limits. The device was tested using automated test equipment and no anomaly was found. The reported field event of software reset was believed to be caused by low battery voltage.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.